Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had multiple interruptions during interrogation and constantly froze. The stylus pointer was observed to be misaligned with its actual position on the touch screen, frequently jumping away and intermittently becoming unresponsive. It was noted that the multiple recalibration attempts were made but the stylus accuracy was not improved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer had multiple interruptions during interrogation and constantly froze. There was no patient involvement.

Manufacturer narrative:
At further analysis it was noted that the control printed circuit board (pcb) was out of specification. The pcb board was replaced and the issue was resolved. Reconfigured hard drive, reloaded and updated software. The programmer then passed all safety, final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.